Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely elevated bhcg result was obtained on a patient sample on a dimension vista 500 instrument. The customer stated that quality controls (qcs) were within range on the day of the event. Siemens reviewed the instrument data and determined that the sample probe 1 alignment test and mix test recovered unacceptably. A siemens customer service engineer was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) mixer, performed preventative maintenance (pm) and ran service method testing (smt), resulting acceptably. Additionally, the customer repeated the previously discordant patient sample 20 times, resulting acceptably. Siemens further investigated the issue and determined that sample handling and pre-analytical factors potentially contributed to the discordant, falsely elevated bhcg result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument twice, resulting lower than the discordant result both times. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bhcg result.